Manufacturer narrative:
B5: product returned for investigation. Exterior physical visual inspection: passed. Test transmitter voltage: fail. D9: device available from investigation. G6 --follow up 001. H2: device evaluation. H3: yes. Device evaluation attached. H6 --10, testing of actual/suspected device.

Event description:
Product returned for investigation. An exterior physical visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the patient closed the mobile app. The reported event of a pairing failure is reportable based on the finding of the patient closed the mobile app. No injury or medical intervention was reported.